Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose reached over 400mg/dl while wearing the pod on his arm for between 4 and 24 hours. The caller did not recall how the cannula appeared at the time the device was removed, but as of now it appeared to have a bend in it.

Manufacturer narrative:
The returned device was evaluated. Inspection of the cannula assembly found that the exposed portion of the soft cannula was stretched and bent. It could not be determined when this damage occurred, and the investigation could not conclusively determine a relation between the returned device and reported high bg levels. An alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection.